Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 when a replacement battery was installed the AED identified a previously uncleared service code and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until on (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until on (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
An international distributor reported their customer's AED asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.